Event description:
It was reported that a minimum fill notification occurred after the user had pre-filled multiple cartridges with over 300 units of cold insulin during the load sequence. Tandem technical support (cts) educated the customer regarding proper load techniques. Reportedly, a new cartridge was loaded to resolve the issue. Customer¿s blood glucose level ranged from 120-140 mg/dl.

Manufacturer narrative:
Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.